Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. The reported event was not confirmed. Analysis of the returned device revealed the exit ramp did appear slightly damaged. The findings indicate that some difficulty may have been encountered during use; however, based on the lab results the reported event could not be confirmed. The cause of the incident was related to the operational context at time of use. Based on the visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was achieved using a proglide device after a carotid interventional procedure. Reportedly, after suture deployment an attempt was made to re-introduce the guide wire into guide wire port of the proglide device. The "j" tip guide wire would not go into the device. Hemostasis was achieved using the successfully deployed sutures. After the device was removed from the patient a second attempt was made to introduce the "j" tip guide wire into the guide wire port. It would not go in and the guide wire was reversed and the other end of the guide wire was introduced into the guide wire port. When the guide wire was removed and reversed the "j" tip could be introduced into the guide wire port. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.